Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was oversensing noise. No symptoms reported. No intervention was performed. The patient was stable throughout.

Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of noise over-sensing. No intervention was performed. There were no patient consequences.